Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient fell ¿about¿ three weeks prior to the report date and since then had been in a lot of extra pain in his lower back. The patient also had been having more back pain especially ¿here the last month after I fell¿. The patient had also had problems with his left leg getting weak and experienced pain when stepping down on that leg which had started ¿about¿ a month and a half ago. The patient wanted to ask his managing health care provider (hcp) to increase the pump or to give him a nerve block for his pain. The patient¿s primary care hcp also scheduled an MRI because of his back problems but when he arrived at the facility they said he could not have the MRI due to his pump. It was reported the patient¿s managing hcp had said he could have an MRI of the pump. It was noted the patient¿s pump was refilled once every two months. The device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.